Event description:
It was reported that loss of capture was noted after implantation. The estimated duration of the asystole was 2 minutes. Immediately after the event, the device was interrogated, lead values were in range, but rv settings were changed. No more episodes of asystole were observed. A final check was done: all lead values in range.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ipg proved the device functions to be as specified. The available device data was thoroughly inspected. The data shows that the device was programmed to a fixed pulse amplitude of 2.5 v in the atrium (a) and an automatically adjusted pulse amplitude of 1.0 v in the ventricle (v), based on an automatic threshold measurement result of 0.5 v. The provided iegm sequences indicate effective pacing in both a and v channels. Furthermore, the data confirms that ninety minutes after auto-initialization, a temporary loss of capture lasting 50 seconds occurred during the automatic threshold test, which was performed for the earlycheck transmission. The loss of capture occurred due to temporary pacing at 0.3 v below the threshold, resulting from an unexpected interaction between the earlycheck threshold test and continuous capture confirmation. This interaction was triggered by a spontaneous increase into a high heart rate above 110 bpm, which is the permitted heart rate limit for starting the earlycheck threshold test, causing a delay in adapting the threshold back to the capture level. The condition was resolved automatically by a timeout algorithm, which is a standard mechanism in the implant software. We would like to emphasize that no similar occurrences have been reported to biotronik up to date. This case represents a single event and the complaint rate of <0,001% is very low. The information generated during the course of this analysis has been entered into our quality system and will be used to further improve the device performance. Should further information become available, this report will be updated.